Event description:
It was reported that inappropriate anti tachycardia pacing issue was observed post device diagnosis of a supraventricular tachycardia as a ventricular tachycardia. Patient was asymptomatic and received no inappropriate shocks. The morphology scores were poor for a sinus event and it was recommended to update the template on the device. Programming changes were made to the device. The device showed normal elective replacement indicator and therefore the device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of inappropriate atp was confirmed in the laboratory due to programmed settings. The device was tested on the bench and no anomalies were found. A longevity calculation was performed and found the battery depletion was normal based on the device usage.